Event description:
It was reported that this pacemaker is depleting faster than expected. In december 2019 there were 11.5 years of battery remaining. This decreased to 9.5 years remaining in december 2020 and 6 years remaining in december 2021. No intervention is planned and the patient will be monitored more often. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this pacemaker is depleting faster than expected. In (B)(6) 2019 there were 11.5 years of battery remaining. This decreased to 9.5 years remaining in (B)(6) 2020 and 6 years remaining in (B)(6) 2021. No intervention is planned and the patient will be monitored more often. No adverse patient effects were reported. The device remains implanted. New information received indicates that the device was explanted and will be returned for evaluation. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker is depleting faster than expected. In december 2019 there were 11.5 years of battery remaining. This decreased to 9.5 years remaining in december 2020 and 6 years remaining in december 2021. No intervention is planned and the patient will be monitored more often. No adverse patient effects were reported. The device remains implanted. New information received indicates that the device was explanted and will be returned for evaluation.